Event description:
Boston scientific (formerly guidant) received information from the patient in response to a device tracking mailing. The patient received abdominal aortic aneurysm (aaa) repair via ancure endograft. Six months post implant a leak was observed. The patient required additional surgical intervention to address the leak. The patient received follow up care until they moved five to six years ago. To date, no further adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information from the patient's physician were unsuccessful. No additional information is available at this time. If additional information becomes available this event will be updated.